Manufacturer narrative:
Concomitant medical products: product ID: 37086, serial# unknown,explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 37086, serial/lot #: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. Impedances on the right side were 15,000 ohms and the patient did not have therapy effect yet. A system revision was performed and high impedances were confirmed on the right extension. The extension was replaced and the impedances resolved. Impedances were okay after replacement, the patient felt fine, and had effective therapy. It was unknown if there were any contributing factors to the high impedances. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37086, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: unknown. If information is provided in the future, a supplemental report will be issued.